Event description:
An ocd laboratory specialist obtained imprecise vitros phyt and phbr quality control results while using the vitros 5600 integrated system. A vitros phyt result of 48.2 ug/ml was obtained from vitros tdm pv iii control fluid lot j1649 versus the expected value of 33.9 ug/ml. In addition, the following vitros phbr results were obtained from vitros tdm pv iii control fluid lot j1649 (expected value of 61.1 ug/ml) and vitros tdm pv iii control fluid lot m1914 (expected value of 60.5 ug/ml): tdm pv iii lot j1649 (ug/ml): 81.3, 88.1, 78.4, 80.4, 76.3, 77.6, 73.8, 74.9, 73.4, 75.8, 73.8, 73.5. Tdm pv iii lot m1914 (ug/ml): > 80.0, 79.0, 74.0, 73.3. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run for vitros phbr or phyt while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phyt and phbr quality control results were obtained while using the vitros 5600 integrated system. Results of precision testing demonstrated that the vitros 5600 integrated system was not performing as expected at the time of the event. An ocd field engineer adjusted the slide align guides and the immunowash fluid subsystem to return the instrument to expected operation. Following these service actions, acceptable performance of the vitros 5600 integrated system was observed. There was no evidence to suggest that the vitros phyt or phbr reagent malfunctioned. The root cause of this event is instrument related.